Manufacturer narrative:
The customer called back to report that they continue to get o2 issues with this unit. Product support advised the customer to verify there are no high o2 pressure alarms, then to verify the pressure that the e-cylinders are set, making sure they are not over 87 psi causing the o2 solenoid valve to close. The customer called back, reporting not passing the high-pressure system leak test. When the customer attempt to perform a test unit instantly drops pressure when the shutoff valve is turned, getting the error code o2 device failed. Product support suggested to the customer to check the unit over for leaks. Reseat the da board and o2 valve if issues continue to replace the o2 valve the data acquisition board.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response. The complaint will be processed for closure. If additional information is received at a later date, the complaint will be reopened, and a supplemental report will be submitted.

Event description:
The customer reported that the unit was not reading the o2 level correctly. The customer reported that the unit was in use on patient at the time of the event, but there was no patient harm reported. The customer contacted product support and reported that they used the unit the next day and it was reading the level correctly. Product support advised customer to check with the operators to see what was meant when they indicated that the unit was not reading the o2 level correctly. Customer to get clarity on the reported issue and return call for service. Caller states that it may have been a user error. Product support advised caller to perform a complete pvt with passing results before placing unit back into service. Caller will call back if any further assistance is needed and open a new case. The customer reports that the end user also claims that they were unable to change the oxygen percentage setting. The product support walked caller through making the setting change and unit functioned as intended. Verified that the navigation ring is functional.